Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient usually charges her ins everyday for 4-20 minutes. For the past 2 days, when she tries to charge, the recharger says her implant is completely charged. The patient had been at disney world and had her therapy on, but her ins has remained fully charged. The patient connected with her recharger and the patient verified that her recharger battery is showing full and she is seeing ¿charge complete¿ icon on the screen for the ins battery. The patient stated her therapy is on. It was recommended the patient monitor her battery level and contact her healthcare provider (hcp) to have the ins checked. No patient symptoms were reported. No further complications were reported/anticipated. Additional information received from the patient indicated that everything is working correctly now. They mentioned that they believe going through security 2-3 times a day at walt disney world really ¿messed it up¿. No further complications were reported or anticipated.